Event description:
A report was received that the patient was having extreme pain at the location where electrodes were placed. The patient will undergo explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg); sc-1110-02, (serial # (B)(4)) - device evaluation indicated that the ipg passed the visual, electrical, performance and photographic imaging tests performed. The possibility that the ipg could cause the pain in the upper thoracic region was investigated. Current leakage tests and residual gas analysis verified that there was no loss of electric current into the surrounding tissue as a result of faulty insulation. The monitored stimulation on an oscilloscope found no active stimulation when the stimulation was turned off. The device passed all required tests. The device exhibited normal device characteristics. Therefore, the reported complaint of the ipg causing pain was not duplicated or confirmed. Sc-8216-50 (serial # (B)(4)) - the complaint could not be verified as the paddle lead had been damaged. The cable connected to e9 was sticking out from the lead body near the paddle. In addition, electrode contact#16 was broken off the paddle, and it was not returned. Five electrodes (e4- e8) on the paddle were dislodged but remained connected. Since the bsn rep indicated that impedance checks before explant revealed no abnormalities, the source of the wire damage likely occurred during the explant procedure.

Event description:
A report was received that the patient was having extreme pain at the location where electrodes were placed. The patient will undergo explant procedure.

Manufacturer narrative:
Additional information was received that the reported pain was caused by overstimulation and was believed to be device related. The patient underwent an explant procedure. During the procedure, it was found out that one of the distal leads was broken and one of the contacts on the paddle was broken. The physician believed that the lead and contact were not broken during the procedure. The patient was reportedly doing well after the procedure.

Event description:
A report was received that the patient was having extreme pain at the location where electrodes were placed. The patient will undergo explant procedure.